Manufacturer narrative:
H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code c19 ¿ a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2009, the patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis (trunk-ipsilateral leg) and a gore® excluder® aaa endoprosthesis (contralateral leg component). On (B)(6) 2025, the patient required endovascular reintervention to address both a type 1a and type 1b endoleak contributing to aneurysm enlargement, with the aneurysm sac measuring 10cm at the time of reintervention. The procedure included embolization of the left internal iliac artery, then distal extension of the left limb with a gore® excluder® aaa endoprosthesis (contralateral leg component) into the left external iliac artery in order to treat the type 1b endoleak, and placement of endo anchors at the proximal end of the trunk to resolve the type 1a endoleak. It was reported that the endoleaks were attributed to degeneration of the arteries distal to the previously implanted grafts. The patient tolerated the procedure without complications.